Event description:
The customer reported the system displayed a collimator iris potentiometer error message during a patient procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.